Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module board was observed. The oxygen blending module board was cleaned to address the issue. There was evidence of contamination.